Event description:
It was reported that after completion of a da vinci upper lobe "widge" resection procedure, the shaft of the thoracic grasper instrument was noted to have insulation damage. No patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The thoracic grasper instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the distal end of instrument's main tube exhibited a scratch mark with material removed and missing a piece that measured about 0.062 x 0.52. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the main tube could likely cause or contribute to an adverse event, if the malfunction were to recur.